Event description:
It was reported that this pacemaker was not functioning properly or exhibited no connection with the communicator. The boston scientific technical services consultant referred the patient to the physician for any anomaly with this device and discussed that troubleshooting was performed with the involved communicator. As of this time, this pacemaker remains in service. No adverse patient effects were reported.